Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the ECG a&b cable was severed. The root cause for the severed cable was physical abuse. A review of the attached download data does not indicate any electrode belt malfunction contributing to the treatment. The damage to the electrode belt cable occurred after device deactivation. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the inappropriate treatment. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of the patient's ECG signal. The multiple counting satisfied the detection algorithm's rate detector. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event at 01:05:51 on (B)(6) 2015. Multiple counting of tall t-waves contributed to the event. It is unknown if the patient was conscious during the event. The response buttons were not pressed during the event. It is unknown if the patient sought medical attention.